Event description:
Information received by medtronic indicated that the customer were hospitalized due to high blood glucose on (B)(6) 2022 with blood glucose near about 20 mmol/l. The customer's current blood glucose is 13.5 mmol/l. The customer did experience symptoms such as dizziness and dehydration, nausea, diabetic keto acidosis. The customer was treated by insulin pump and manual injection. Troubleshooting was done for high blood glucose and under delivery. The customer did allege under delivery on insulin pump. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.